Event description:
It was reported that during system warming up in preparation for a prostate procedure, the laser system displayed errors 202.11 and 302.11. The procedure was instead performed using an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
The console was repaired in the field on april 26, 2018. The resonator was exchanged and the software was re-installed. The system passed all functional tests.

Manufacturer narrative:
As previously reported: service in the field was performed on april 26, 2018. The replaced xps resonator (s/n: (B)(4)) was received at the manufacture on may 30, 2018. The resonator will be reworked.

Manufacturer narrative:
Service in the field was performed on april 26, 2018. The replaced resonator was received at the manufacturer on may 30, 2018. Product evaluation: the box in which the resonator was returned was undamaged. A visual inspection of the returned resonator did not show any issues. It was found that the diode (B)(4) had restricted flow at 1.34lpm the valve at 100% desiccant > 2 years old. A new diode (B)(4) was installed. The resonator was realigned and a new test report was completed probable root cause: based on the analysis, the probable root cause of the failure was the diode.